Event description:
It was reported that the customer experienced elevated blood glucose levels (250-300 mg/dl). Customer is using the same settings that were used on customer's previous non-tandem pump.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.